Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Programming changes were discussed, no intervention was reported. There were no patient consequences noted.